Event description:
An optometrist reported a pt with painful red eyes following the use of this product. The pt was diagnosed with inflammation, punctate keratitis, infiltrates and mild edema. The pt has been treated with combination antibiotic and steroid medication. Additional info received from the optometrist who reported the pt to have kerato conjunctivitis with infiltrates in the right eye. He also reported the pt had a reaction to the use of this product and the event resolved with treatment of medications. The pt discontinued use of this product and is now using a different multi-purpose disinfecting solution. The pt temporarily discontinued wearing contact lenses for two weeks and replaced them with new ones.

Manufacturer narrative:
The complaint device associated with this report was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. (B)(4).